Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had an insulin pump with louder sounds when rewinding. The customer¿s blood glucose level was 356.4 mg/dl. The customer was assisted with troubleshoot and customer mother stated that pump eats batteries in less than a week for several weeks and also reported low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery noted during testing or in the insulin pump trace download or loud noise noted during rewind. Device functioning properly. Device received with minor scratched lcd window, faded serial number label, cracked retainer and scratched case.